Event description:
Reporter indicated the patient had vns generator and lead replacement surgery performed. The explanted generator has been returned and is pending analysis. The explanted vns lead was accidentally discarded by the hospital.

Event description:
Reporter indicated a patient had high lead impedance results with both vns systems and normal mode diagnostics testing. Diagnostics were last within normal limits approximately three months previously. The patient had no known trauma. X-rays were taken but were not sent to the manufacturer. The vns was left programmed on at the discretion of the reporter. No patient adverse events have been reported. Vns revision surgery is tentatively planned for (B)(6) 2011.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the returned vns generator was completed. No anomalies were noted and the generator performed per specifications.